Manufacturer narrative:
Additional phone number for initial reporter: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (3 mg/ml at 0.019 mg/day) via an implanted pump. On (B)(6) 2020 the physician reported that the patient was admitted to the hospital with an altered mental status on (B)(6) 2020. They initially thought the cause was the pump, but it had been lowered twice and the patient was still in the ICU (intensive care unit) so the cause was not yet known but they had not fully ruled out the pump either. The patient¿s normal pump managing physician did not have privileges at the facility, but the doctor was aware of the symptoms. The reporting physician stated that they wanted to turn the pump off. It was reviewed that minimum rate would be ideal to keep the pump functional and extend the refill date which was what the physician wanted. Additional information was received on (b)6) 2020 from the reporting physician who reported that the exact etiology of the patient¿s altered mental status was not clearly determined. He did improve for a short period of time (days) with reduction and eventual cessation/stopping of the intrathecal infusion which concludes that his mental status change was at least in part due to the continuous opioid intrathecal infusion. Ultimately the patient decompensated; was transferred into hospice care; and was now deceased.